Manufacturer narrative:
Concomitant medical products: ddmb1d4, ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high/undefined superior vena cava (svc) coil impedance. Programming changes were made and the lead remains in use. No patient complications have been reported as a result of this event.